Manufacturer narrative:
H6: investigation summary: a sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like missing lids during the manufacturing process of the lot number 0151921. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for missing lids for the same part number. According with this investigation and information provided from the customer (photo) it was noticed that the packaging was modified. For this reason, it can be concluded that there are many variables that could generate this failure mode like incorrect handling, partial sells or an inadequate packaging because this product was sold by a distributor (livonia outpatient surge/medline). That¿s why additional information is needed about the handling and storage within distributor facility to determine the root cause because the evidence clearly indicates that the product packaging was modified out of flex¿s facility, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids). Root cause is unknown but most likely due to a distribution error with repackaging. Bd will continue to monitor for any trends. H3 other text : see h10.

Event description:
It was reported that sharps coll mexico 7.6l red lids are missing. This occurred on 24 occasions. The following information was provided by the initial reporter: I inform you that when opening a box of 300180 sharps collector of 7.6 lts, its covers are missing (24 units).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll mexico 7.6l red lids are missing. This occurred on 24 occasions. The following information was provided by the initial reporter: I inform you that when opening a box of 300180 sharps collector of 7.6 lts, its covers are missing (24 units).